Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The defib connector was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.